Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming during booting. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon inspection, the fse found the problem to be with the coiled cable which has been replaced with another one. The unit was tested thoroughly. The fse performed all the functional tests which have been passed . A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming during booting. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon inspection, the fse found the problem to be with the coiled cable which has been replaced with another one. The unit was tested thoroughly. The fse performed all the functional tests which have been passed .

Event description:
N/a.

Manufacturer narrative:
Corrected field: d1, d4(version or model, catalog , unique identifier (UDI)), h6 (medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "continuous alarm" during booting. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the unit was giving continuous alarm while booting and was not completing the system booting and after that the fse had checked and found problem with it's "coiled cable". After that fse had replaced the cable, coiled cord with another one. So, that after the replacement the unit has been tested throughly, performed all the functional tests which have been passed and after the replacement the unit is working in satisfactory condition. There is no involvement of the patient during this incident.